Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. The product returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the during surgery, the edges of the oxford pe attachment/femoral insert detached when impacting the oxf-micro-anti-impingement guide and fell into the surgical site. Photos show signs of wear and a fracture issue. The surgeon was able to complete the procedure using an alternative device, and the broken component did not come into contact with the patient. No fragments were retained. The instrument had been used twice prior to this event. There was no impact on the patient and no delay in the procedure. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in europe: germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, e2, e3, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The product involved in the reported event was returned for investigation. Technical evaluation showed signs of repeated use, including nicks/gouges on the oxford femoral impaction head. Damage was also observed on the handle end, consistent with strike marks. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. However, the instrument has likely become deformed and damaged due to wear and tear from repeated use over time in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.